Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was kinked/buckled, there was blood on the proximal conductor, there was blood on the distal conductor, the inner insulation was cut, the outer insulation was cut, and there was apparent explant damage.

Event description:
It was reported that during a routine upgrade the atrial lead dislodged as the physician was inserting the guide catheter for a different lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).